Event description:
The pt was bilaterally implanted with saline devices in 1/10/97. Subsequently it was noted that the pt had developed an infection in both breast and the prosthesis were removed. The MFR will request the return of the device for evaluation purposes and will contunue it investigation of this occurrence.